Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 25, 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita enhanced meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter started to read inaccurately on the morning of (B)(6) 2015 when she had a "lower result" than anticipated. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that after obtaining the alleged inaccurate result, she "drank a coffee" and then tested her blood glucose level again. She reported that this result was "much higher" but she couldn't remember the result and was unable to look it up in the meter. The patient indicated that she then injected 27 units of novorapid insulin. Approximately 2 hours later, she claimed that she developed symptoms of "pain in her stomach, sickness, shaking, sweating [and] unwell". She reported that she then consumed "two nectarines" to treat her symptoms. The patient also reported that at 1:15 pm on (B)(6) 2015, she tested her blood glucose level again and the result was "185 mg/dl". She claimed that about 25 minutes later, at 1:40 pm she started to "sweat and feel unwell". At the time of the call, she advised the csr that she "wanted to inject insulin" and "wanted to take a nap". During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure and her test strips were within date and had been stored correctly. The csr walked the patient through a control solution test and the result fell outside the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered medication based on the alleged results and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.